Event description:
It has been reported to us that during the procedure a dissection of the left main artery to the left arterial descending occurred with the guide catheter in place. The patient had a left arterial descending artery that was highly calcified and tortuous. The physician used a 7f jl4.0 guide catheter and a guide wire. The physician then inserted a 2.0x20 balloon and pre-dilated the artery. The physician inserted a laser and lasered the area. The physician then inserted a 2.5x12 balloon and inflated to treat the area. The physician attempted to deflate the balloon and it would not deflate. The physician attempted multiple times with no success. The physician then attempted to over inflate and that was also unsuccessful. The physician then attempted to advance the guide catheter into the area to either capture the balloon or rupture it and that was not successful. The physician then noticed a dissection of the left main artery to the left arterial descending had occurred. The physician then treated the area with stents. The balloon inflation time was seven minutes. The patient was reported to be fine at the time of this report. The guide catheter was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The actual device used in the case will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. In the future any additional information or the complaint sample is returned a follow-up 1 medwatch will be submitted. Device discarded not returned for evaluation. Conclusion: the event has not been confirmed due to no product return. The analysis is complete as of today (B)(4) 2012.